Event description:
It was reported that following a renal angiogram, a 6f angio-seal vip was deployed in the right femoral arteriotomy. The pt was discharged. Two days later, the pt experienced a large hematoma and bleeding at the groin site. The ambulance was called and the pt arrived in the emergency room, where the pt received two units of blood and was stabilized. The pt underwent emergency surgical intervention. Surgical findings revealed that the bleeding was contained to the leg area. The surgeon drained the hematoma and repaired the femoral artery. The pt received two more units of blood during the surgery. The pt was hospitalized for two weeks. The pt was in stable condition.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal pt info guide state some bruising or discomfort is common during the healing process after intravascular procedures; however, the pt should contact their physician immediately at the number listed on the pt info card if they experience fever, bleeding, persistent swelling in the groin or swelling, redness and /or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage or any other unusual symptoms.